Event description:
While wearing the external equipment, the patient reportedly experienced sound perception problems and was making slower than expected progress. In 2007, the patient was seen by a company representative for device evaluation. Testing performed confirmed the device was functioning. Programming adjustments were made. However, the reported problem was not resolved. A decision was made to explant the device. Surgery to explant the patient's device is to be scheduled.